Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/+2,5; 6570-0-536; 45784701. Trident 0° x3 insert 36mm ID; 623-00-36e; mmtmla. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "patient's left hip femoral stem (and head, and liner) was revised due to pain and changed to a revision stem and a lateralized liner."